Event description:
It was reported that a user experienced hyperglycemia, with blood glucose reaching approximately 500 mg/dl for four to five hours while using the ilet with a contact detach infusion set (6 mm, 23 in). The device alerted for high glucose. The user administered two subcutaneous manual insulin injections of 6 units each, and glucose subsequently returned to range. No changes to supplies were made, and no device or supply damage was observed. Symptoms included no reported clinical manifestations. No outside assistance, medical intervention, or hospitalization was required. An investigation was conducted, including troubleshooting and user education, with additional training scheduled. The investigation revealed no confirmed device or component malfunction, and continued stable glucose was observed on the same supplies. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.